Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping noted. Insulin pump had minor scratches on display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump buttons were stuck and their bolus amounts continue to increase. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped, but may have been exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 210 mg/dl at time of reporting. Nothing further reported.